Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 6/1/2015 - medical records received. Upon revision, inflammation and dark colored synovium were noted. The information received does not change the MDR decision. This complaint was updated on 6/11/15.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 08/23/2016. Litigation documents received. Litigation alleges that patient underwent a revision to address pain and elevated metal ions.

Event description:
Asr revision reported by sales rep. Asr xl - right hip. Reason(s) for revision: suspected loosening of corail stem. Asr and corail were well fixed. Revised to gription cup and reclaim stem. No further patient information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).